Event description:
It was reported that patient received inappropriate shock due to lead noise present on the device. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
No conclusion code available. The reported field event of noise and inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and an anomalous connection between components on the hybrid was noted. The cause of the field event was the anomalous connection between components on the hybrid.